Manufacturer narrative:
The device was not explanted as previously reported. Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015, the patient underwent revision surgery, the excess skin was excised and a longer abutment was placed. The implanted device remains.

Event description:
Per the clinic, the device was explanted (date not reported) for unknown reasons.